Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2.5cc of harmonyca lidocaine in the ¿jawline & perioacular.¿ approximately three weeks post injections, the patient experienced ¿infiltrating nodules with a diameter of about 1-3 cm developed on the jawline anterior and superior of the jowling.¿ the patient was treated with ¿ils + hyaluronidase.¿ about one month and a half later, the patient was treated a 2nd time with ¿ils+ intralesional clinic.¿ four weeks later, the patient was treated a 3rd time with ils + hyaluronidase. One month later, the patient was treated a 4th time with ils + hyaluronidase. One month after, the patient was treated with ¿morpheus 8 for lesions and a 5th time with ¿ils + hyaluronidase.¿ ¿the papules did not heal.¿ approximately five months after the last injections, the patient was injected off label in the buccal & neck with 1cc of skinvive¿ by juvéderm®. Three days post injections, the patient experienced ¿stiffness in the injection areas of her neck and cheeks.¿ hyaluronidase was administered (at week 2). Fucicort cream was recommended twice daily. When there was no improvement, ils was performed. As a result, the symptoms are continuing to decrease. All symptoms are ongoing.